Event description:
It was reported that the patient was seen in the emergency department where it was noted there had been "loss of pacing spikes before death." The manufacturer's representative interrogated the device post mortem and found no issues. It was also noted that the patient had heart failure symptoms. The cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested, but has not been received. Evaluation summary: no anomalies found.